Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half-height drawers 6.1 and 6.2 were not detected on the bus. A field service engineer (fse) found the pyxibus controller board with all light emitting diode (led) dark. The fse replaced the pyxibus controller board and the controller board after identifying a faulty d501 diode on the drawer 6.1 board. The drawer 6.1 was still not detected and found two faulty row boards. Fse logged into hardware test application and ran final tests on drawers 6.1 and 6.2, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie pocket was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.